Manufacturer narrative:
Phsyio-control evaluated the removed user interface pcb assembly. It was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u5, on the user interface pcb assembly having shorted.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent reported to physio-control that the device from one of their customers did not respond to any of its buttons being pushed, except for the on button. The device could not be used to deliver therapy. There was no patient use associated with the reported event.